Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Brand name, model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown. No product information has been provided to date.

Event description:
It was reported that the device alarmed no disposable pump, won't run, green flow stop and air in line. No patient injury was reported.